Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and was diagnosed with myocardial infarction (mi) and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a totally occluded de novo culprit lesion for st elevation myocardial infarction (stemi) located in the mid left anterior descending (lad) artery with 100% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.50 x 24 mm promus element¿ plus drug eluting stent, with 0% residual stenosis. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to coronary artery disease and was hospitalized. Cardiac catheterization was recommended. Coronary angiography was performed and revealed 60-70% isr just proximal to the previously deployed study stent, diagonal branches were patent with mild luminal irregularities and 20% apical stenosis. It was treated by placement of a 3.0 x 12 mm promus element¿ plus drug eluting stent in overlapping fashion to the previously deployed study stent in mid lad, with 0% residual stenosis. In addition, the 95% stenosis in the proximal right coronary artery (rca) was treated by placement of a 3.0 x 12 mm promus element¿ plus drug eluting stent, with no significant stenosis. However, initially the intravascular ultrasound (ivus) interrogation of the lad was performed during which atlantis catheter was inserted, however, the catheter could not work. Subsequently the system was withdrawn and removed. The event was considered resolved. The patient was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).